Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: thrombus could not be confirmed as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. Review of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events, as well as a correlation between the suspected thrombus and the reported events, could not be established. The submitted log files collectively contained data from day 249, hour 16, minute 0 through day 440, hour 7, minute 38. Elevations in pump power and estimated flow were captured on day 435 between hour 10, minute 50 and hour 12, minute 14. These elevations ranged from 8.2-15.4 watts and 8.4-12 lpm, respectively, and appeared to be associated with pi events. Despite these fluctuations in pump parameters, no other atypical events or alarms were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the files. It was communicated that the patient presented to the clinic on (B)(6) 2019 with an elevated ldh of 1853 u/l. This test sample was repeated on the same day which revealed an ldh level of 1683 u/l and urinalysis results were positive for dark red blood cells. The patient complained of increasing fatigue but was otherwise asymptomatic. Brain natriuretic peptide (bnp) was within normal range for the patient. A non-device related cause for the patient¿s hemolysis was not identified and the patient continued to have elevated ldh and blood in the urine. A CT scan was done which revealed thrombus along the lateral aspect of the left ventricle and a clot within the inflow cannula of the lvad. The patient was started on integrilin and heparin and is currently awaiting a transplant. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. This document also outlines indications of pump thrombosis as well as how to respond to such events. Additionally, the IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Furthermore, this document describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was transplanted on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with elevated lactate dehydrogenase 1,853 units per liter. Patient complained of increasing fatigue. Sample repeated on (B)(6) 2019 at 1,683 units per liter. Baseline lactate dehydrogenase was 300-400s (range 124-271 units per liter) since 2015. Urine analysis was positive for dark red blood cells. Brain natriuretic peptide within normal range for patient. Computed tomography scan showed thrombus along the lateral aspect of the left ventricle and probable thrombus within the lumen of the lvas. Device parameters noted elevated watts and flows on (B)(6) 2019. Log file analysis between day 434 - 437 noted a power elevation to 15 plus watts. This elevation could be suspect of pump ingestion. Patient is currently on integrilin and heparin, awaiting transplant. Clot was confirmed in left ventricle and inflow cannula via computed tomography.